Manufacturer narrative:
Not returned. Event conclusion: the pt with this lead passed away. As this lead will not be returned, clinical observation cannot be confirmed. Should any add'l info related to this event become available, this event will be updated.

Event description:
Boston scientific crm received info that this right atrial (ra) lead was fractured. The pt passed away while attempting to place atrial and left ventricular (lv) epicardial leads during an upgrade procedure. The epicardial leads were placed. The implanted right ventricular (rv) lead, ra lead, and defibrillation lead were unhooked from the implantable cardioverter defibrillator (ICD). The lv lead was unhooked from the analyzer. The pt went into asystole so the lv lead was reconnected to the analyzer. When all the leads were hooked to the new cardiac resynchronization therapy defibrillator (crt-d), intermittent capture was exhibited in the rv. The voltage was increased and capture improved. The pt decompensated after being hooked up to the new sys. Resuscitation attempts were made but the pt eventually passed away.